Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional and clear passaging testing identified that solution would not flow between the small bore two piece luer and the tubing. Underwater pressure testing was performed with no issues noted. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link microbore catheter extension set had a no flow issue. There was no patient injury or medical intervention associated with this event. No additional information is available.